Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6 this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a reduction of the lingual tonsils, the surgeon deviated laterally and coblated the lingual artery. Following this incident, severe bleeding brought the procedure to an immediate halt. A compress was placed, and an attempt was made to achieve hemostasis using bipolar probe, which proved impossible because the tear was too posterior. A second compress was placed, followed by transfer of the patient to another room so that radiologists could embolize the artery. The procedure was cancelled. Following the embolization performed on march 16th, she remained in the intensive care unit until the afternoon of tuesday, march 17. Her condition is stable. In the afternoon of march 17th, she was readmitted to the operating room. Approximately 7 compresses were applied by pressing on the bleeding area to stop the bleeding.